Manufacturer narrative:
The device was not returned and the lot number is unknown. Therefore; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two peritoneal dialysis (pd) transfer set leaked; further described as ¿was closed at the twist but when mini cap was removed fluid started to leak from the blue part of the transfer set¿. This occurred during use of pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.